Manufacturer narrative:
The patient's name nor device serial information was provided. Should any further information become available, this report will be updated.

Event description:
Boston scientific received information that the set screws were frozen on the atrial and ventricular ports of this cardiac resynchronization therapy defibrillator (crt-d) resulting in several wrenches getting damaged. Technical services was contacted and discussed loosening the set scres on the sides of the header as well and this technique worked. No further issues were reported.